Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects on the jet tube, distal end cover, and adhesive on the bending section cover. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: dirt or dust problem. Olympus will continue to monitor field performance for this device.